Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Report forwarded by csi service & repairs trumbull- leep 1000 system, 52969, sn (B)(4) patient burn at return pad site, staff did notice patient pad was not adhered well to patient. We are sending a loaner unit out, and they are sending unit in for evaluation on a repair log. Patient is ok now. Contact is (B)(6). 05/04/2022-update from service & repair trumbull- log 98379. Just came in today. Unit here as a matter of process, for us to evaluate the unit. Since the old leep 1000 does not use a rem pad, the pad must be visually monitored during use to make sure it has full contact with patient. Otherwise the current is concentrated in the smaller area, making it possible to burn the tissue there. Leep system 1000 esu gen 52969 e-complaint-(B)(4).

Manufacturer narrative:
Investigation findings: the complaint unit was manufactured by csi on 28/dec/2011. A review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. No service history was found for this unit. A review of the 2-year complaint history showed no similar reported complaint conditions. The unit was returned on 04/may/2022 for evaluation. Visual examination of the complaint unit revealed no physical damage. Complaint unit was functionally evaluatied and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. A root cause pertaining to the device function is not applicable. A potential root cause may be due to improper adhesion of the pad onto the patient. Corrective actions: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Healthcare professional reported to company representative "a patient burn at return pad site," "staff did notice patient pad was not adhered well to patient."

Event description:
Report forwarded by csi service & repairs trumbull- leep 1000 system, 52969, sn (B)(6) patient burn at return pad site, staff did notice patient pad was not adhered well to patient. We are sending a loaner unit out, and they are sending unit in for evaluation on a repair log. Patient is ok now. Contact is (B)(6). 05/04/2022-update from service & repair trumbull- log 98379. Just came in today. Unit here as a matter of process, for us to evaluate the unit. Since the old leep 1000 does not use a rem pad, the pad must be visually monitored during use to make sure it has full contact with patient. Otherwise the current is concentrated in the smaller area, making it possible to burn the tissue there. 1216677-2022-00143 leep system 1000 esu gen 52969 e-complaint-(B)(4).

Manufacturer narrative:
Investigation: x-inspect returned samples : analysis and findings : complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 12/28/2011 under wo #(B)(4) and shipped on 02/15/2012. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 98379, this unit was at csi on 05/04/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. A root cause pertaining to the device function is not applicable. A potential root cause may be due to improper adhesion of the pad onto the patient. Pertaining to the diaphragm: this unit was also noted to have the original diaphragm and updated accordingly. Previous issues with the diaphragm requires all units noted to have an original diaphragm will be updated whether they are faulty or not. The issue was due to a latex material degrading over time. A new material, silicone, was selected to replace it as it is not prone to losing its sealing function as did the latex version. A seal is needed for the pneumatic switch to turn on the power. Correction and/or corrective action: the unit was evaluated with no defects detected and returned to the customer. Further, the customer had relayed the pad was not well adhered. This aligns with the device functioning free of defects. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. Pertaining to the diaphragm: the unit was repaired and returned to the customer. Sustaining engineering has successfully tested a replacement material made of silicone for use in assembly and repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444, p/n 35387b. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. Correction activity in 2016. No further training required. *preventative action activity pertaining to the diaphragm: reference (B)(4). Coopersurgical will continue to monitor this complaint condition for trends.